Event description:
It was reported to medtronic minimed that the customer experienced cracked pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Damage to pump was caused by the customer and/or by normal wear and tear. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. No crack/damaged pump case noted during visual inspection. However, the pump was received with a scratched case. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. Unable to confirm device (transmitter) unable to charge due to pump received without the original transmitter. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further review of the formatted history file 2 days prior to the event date of 11-sep-2024, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2024 13:38:29.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.60 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a broken belt clip rails. The pump passed all the required testing. Unable to confirm device (transmitter) unable to charge due to pump received without the original transmitter. Device (transmitter) unable to charge (no current code/category) was unknown. Cosmetic damage (crack/damage) at the pump case was not confirmed, however, other cosmetic damage (a scratched case) was noted during analysis. Battery cap broken/cracked/damaged and battery cap contacts missing/damaged were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.